Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (sister) for the patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately low compared to results on another device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2016, 3:00pm. The reporter claimed that the patient obtained an alleged inaccurate high blood glucose result of "65mg/dl" on the subject meter. The reporter was unable to recall the results from the other device but detailed that they were obtained less than 30 minutes apart. The patient manages her diabetes with insulin pump therapy. The reporter for the patient stated that on (B)(6) 2016, 3:00pm the patient attended her doctor and was given glucose tabs/gel. The reporter denied that the patient developed any symptoms. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. There is no indication that the subject device caused or contributed to a serious injury. The patient developed no signs/symptoms suggestive of severe hypoglycemia or hyperglycemia and there is no indication that the subject meter caused and/or contributed to serious injury. The treatment which was administered by an hcp correlated with the alleged inaccurate low reading the patient obtained. However, this complaint is being reported because due to the comparison provided, the device may have malfunctioned.